Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the customer tripped and landed on the pump and the touch screen became cracked. Customer was unable to interact with the pump touch screen due to missing pieces of glass and the touch screen also became black. Customer's blood glucose was 210 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.